Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the device failed the audio test twice with a hardware low level failure alarm. The customer¿s blood glucose during the incident was 124 mg/dl. Troubleshooting was performed. They were able to clear the alarm. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures was present in the insulin pump trace download due to broken trace at on keypad assembly. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.